Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 440 mg/dl. They costumer reported that they changed the infusion set last night and noticed in the morning that it was kinked. It was unknown if the insulin pump was on auto mode at the time of incident. The customer declined troubleshooting as they were unable to do so. The insulin pump will not be returned for analysis.